Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, on leak testing after anastomosis, there was an incomplete staple line. There was an anastomosis leak via air bubble test. The surgeon resected and re-stapled to fix the staple line and recreated the anastomosis to complete the case.